Manufacturer narrative:
This supplemental emdr was submitted to reflect the changes from new information received. The information received impacted the investigation. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the outer layer to be peeled from the balloon throughout the length of the balloon. No unraveled fibers or fiber disturbance was noted to the balloon. Therefore, the investigation is confirmed for peeled outer layer. The definitive root cause for the identified peeled outer layer could not be determined based upon the available information. An event is open to address the peeling outer layer issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified in d2 and g5. Accordingly, this event has been determined to be MDR reportable. .(expiry date: 12/2021). H11: b5, h6 (removed device code: 1546 - material rupture). H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in an av graft, the pta balloon allegedly had a peeled outer layer. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the outer layer to be peeled from the balloon throughout the length of the balloon. No unraveled fibers or fiber disturbance was noted to the balloon. The balloon was inflated to the rated burst pressure and then deflated without issue. Therefore, the investigation was confirmed for peeled outer layer, and unconfirmed for the reported balloon rupture. The definitive root cause for the identified peeled outer layer or reported balloon rupture could not be determined based upon the available information. An investigation is currently open to address the peeling outer layer issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. Expiry date: 12/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 25 atm, on the second inflation attempt. There was no reported patient injury.